Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that biomed stated the arctic sun device was in use and working but was making a loud grinding noise. Therapy was finished without any issues and the device was sent to biomed. The device would be coming in for assessment. Per additional information received on 27apr2022, the device was making a noise during the 1st call. User described that it was random and was not associated with alarms or alerts. Patient was in hypothermia mode, rewarming with a target temperature of 36.5c and the patient temperature was 36.4c. Mss walked the user through checking event log which showed an alarm 14 (probe out of range), alert 16 (patient temperature unchanged), and alarm 0117 (patient temperature has not changed) was noted. Patient esophageal temperature source correlates with secondary temperature source. System hours were 11382 and pump hours were 10065. Mss explained to user since device was maintaining temperature, they could keep device on the patient. It appeared the noise was mechanical, and the pump might be failing. The device needed to go to biomed for service when therapy was complete. Per follow up information received on 03may2022, the device was in use on a patient and patient was able to complete therapy with no issues. The biomed would be sending the device in for service and repair. Per sample evaluation results received on 24may2022, the decontamination noted suction on the fill port while the device was running after filling. User could not duplicate this. There might have been something temporarily lodged under the fill valve that freed itself up during the autofill in assessment.

Event description:
It was reported that biomed stated the arctic sun device was in use and working but was making a loud grinding noise. Therapy was finished without any issues and the device was sent to biomed. The device would be coming in for assessment. Per additional information received on 27apr2022, the device was making a noise during the 1st call. User described that it was random and was not associated with alarms or alerts. Patient was in hypothermia mode, rewarming with a target temperature of 36.5c and the patient temperature was 36.4c. Mss walked the user through checking event log which showed an alarm 14 (probe out of range), alert 16 (patient temperature unchanged), and alarm 0117 (patient temperature has not changed) was noted. Patient esophageal temperature source correlates with secondary temperature source. System hours were 11382 and pump hours were 10065. Mss explained to user since device was maintaining temperature, they could keep device on the patient. It appeared the noise was mechanical, and the pump might be failing. The device needed to go to biomed for service when therapy was complete. Per follow up information received on 03may2022, the device was in use on a patient and patient was able to complete therapy with no issues. The biomed would be sending the device in for service and repair. Per sample evaluation results received on 24may2022, the decontamination noted suction on the fill port while the device was running after filling. User could not duplicate this. There might have been something temporarily lodged under the fill valve that freed itself up during the autofill in assessment. Per sample evaluation results received on 18nov2022, it was reported that the five tank seals that lifted from the tank during pump removal. The double bend tube needed to be replaced due to deformation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed as it was not able to be duplicated during evaluation. A device history record review was not required as the reported issue was unconfirmed. The reported event was unconfirmed, labeling/packaging review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.